Event description:
The customer's daughter reported the customer's blood glucose test did not start after the blood sample was applied to the test strip, and due to this issue, the customer could not test their blood glucose. The customer reportedly experienced blurred vision, slurred speech, and became incoherent. The paramedics were called and reportedly check the customer's blood glucose level. It was also reported the customer was transported to a hospital where they were diagnosed with severe hypoglycemia and treated with an intravenous glucose medication. It was additionally reported the customer had otc glucose tablets and sugar to alleviate the symptoms. The customer was reportedly taking their regular diabetes medications. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The customer's daughter reported the customer did not correctly apply the blood sample on the test strip. Adc customer service educated the customer's daughter on the proper technique.